Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in these areas. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted the day after implant because of high impedances, greater than 3000 ohms and no capture at max outputs. During the lead revision the impedances were greater than 1000 with a pacing threshold of 4.5v. The physician requested a new lead at that time. During the implant of the new lead, this lead obtained an insulation breach, which occurred during venipuncture when the physician was obtaining access for the delivery of the new lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.